Event description:
A patient reported experiencing inaccurately erratic results with an ot ultra meter. The patient's blood glucose results were 192mg/dl (arm), 155mg/dl (finger), 192mg/dl (arm), 155mg/dl (arm), 109mg/dl (arm), 141mg/dl (arm). Tests were done within less than 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported. Note - customer's meter and test strip codes does not match.